Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, cellulitis, was deemed to meet serious injury criteria. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) year-old female patient/registered nurse who self injected her left hand with 1cc of radiesse in mid-(B)(6) 2018. (Her right hand was self-injected with restylane to compare the two products). Medical history reported as negative. Concomitant medications reported as hormones. Two weeks post injection, the patient experienced swelling and a rounded appearance of the left hand. On (B)(6) 2018, her hand appeared "more angry." She presented to a hand specialist and was prescribed keflex (cephalexin). On (B)(6) 2018, her hand began to ache/hurt. She presented to an urgent care office and was treated with an intramuscular injection of rocephin (ceftriaxone). By the evening of (B)(6) 2018, the patient's left hand was very red, angry and hot. She presented to the emergency room and was admitted with "impending sepsis". A left hand x-ray showed "flecks of radiesse." The patient was started on intravenous vancomycin and piperacillin. On (B)(6) 2018, a MRI was performed "to see if there were pockets of pus" or if surgery was needed. The MRI confirmed no pus was present and the radiesse was in the correct superficial lamina plane. The patient was discharged to home on (B)(6) 2018 on zyvox (linezolid) and levaquin (levofloxacin), which she is still taking. On an unspecified date post discharge, the patient presented to an infectious disease doctor who was pleased with her progress but noted there is still a lot of tissue inflammation. Her left hand looks lumpy. She is scheduled to follow up with a hand surgeon next week as the product will need to be "scraped out" if the infection recurs. She is scheduled to follow up with the infectious disease doctor on (B)(6) 2018. The lot number is not available as the reporter does not keep the information for her own injections.

Event description:
Follow up information was received from the reporter on 22-jan-2019: medical history positive for injection with radiesse to the right hand two years prior to this report. The patient has never been injected with restylane to the right hand, as previously noted. On discharge from the hospital, the patient's right hand became inflamed. It appeared as a giant cell granuloma with two palpable large nodules. On an unspecified date, the patient's right hand developed residual purpura, residual stiffness, and occasional electric-type shocks to the knuckle area. According to the infectious disease physician, the patient had "prior antibodies to the product." Causality reported as related. Treatment reported as none other than previously reported. Outcome reported as unresolved.